Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had debris in sterile package. 1 event had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 4 previously reported events are included in this follow-up record. Product return status 2 devices were received. 2 devices were not available for evaluation. Event confirmation status 2 reported events were confirmed. Evaluation results 1 device was found to be affected by a hair in the package. 1 device did not have a root cause established.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 device investigation types have not yet been determined. Additional information: 4 devices were labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had debris in sterile package. 4 events had patient involvement; no patient impact.